Event description:
The advocate stated that she tested her son's blood glucose using a contour meter and received a result of "lo". She retested using another meter and received a reading of 140 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.